Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on july 16, 2019, the patient underwent revision surgery of the broken trochanteric femoral nail (tfn) due to pain and nonunion as confirmed by an x-ray image taken on an unknown date. Initially, the patient was implanted with a trochanteric femoral nail (tfn) last 2015 and was found broken on an unknown date. The surgeon planned to exchanged the unknown rod/nail and used the unknown proximal femur plate instead. There was a surgical delay of ten (10) minutes. Most of the implants such as the unknown helical blade and unknown locking screw were explanted along with the proximal part of the unknown nail and it was revised to a new implant. The distal part of the unknown nail stayed in the patient as the surgeon was unable to remove the distal portion. Patient outcome is good. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) nails-tfn. This is report 1 of 1 for (B)(4).